Event description:
Per the patient the rechargeable batteries for the sound processor were found to have swollen. The equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).